Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient was reprogrammed but was receiving inadequate stimulation. The sjm representative met with the patient for additional reprogramming but was unable to provide stimulation to his feet. The patient stated the stimulation felt more effective, however, he was experiencing some abdominal stimulation. The patient was to use the programs and report the efficacy at a later date.